Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid left anterior descending artery with mild tortuosity and mild calcification. Pre-dilatation was performed with a 2.0 x 8 mm trek balloon. The 3.5 x 12 mm xience prime stent was implanted; however, a dissection was noted which was treated with a new 3.5 x 15 mm xience prime stent. Good flow was achieved. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, inflation: medtronic, guide cath: cordis, sheath: cordis. There were no reported product deficiencies. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.